Event description:
The customer reported that the water sterile f/inhalation 2000ml 6/cs experienced deposits in the chamber during use. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: no sample was returned; therefore a definitive root cause could not be determined. During the DHR review it was corroborated that process parameters were executed according to the validated standards, raw materials and components used for the manufacturing were approved by the quality unit. Based on the aforementioned, it was determined that manufacturing process was not identified as a failure mode. Retention samples were also reviewed and residues of any type were not detected during the review of the samples.